Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device failed accuracy by +10.65% during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found all intact and in good condition. There was evidence of the reported problem in the event history log. The customer reported problem was not duplicated/confirmed. The investigation was unable to test the pump on the accuracy station. No results due to an error code - motor locked, which produced the message - battery depleted on the pump. This display was present on the device upon start-up. The investigation confirmed that the reported problem was due to the device being inoperable. For corrective action the expulsor assembly and motor were replaced. The root cause of the reported problem was unknown. Product is beyond 20 years from manufacture date of 2001-07 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.